Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing noise on the rv lead. Patient was asymptomatic despite receiving inappropriate atp therapy from the device. Aborted shocks and increase pacing lead impedance measurements were also noted. Diagnostic imaging did not reveal any visual anomalies. Programming changes were made.